Manufacturer narrative:
B3 - date of event - the date of event is unknown, and 01 jan 2025 has been used as a placeholder. The investigation is pending completion. Upon completion a supplemental MDR will be submitted.

Event description:
A complaint was received regarding a tego® connector that experienced restricted flow during use. The reporter stated that, "the issue we had was reduced flows and dropping pressures on the permcath on dialysis procedure. We had to change the tego caps, it would work for that session, and we incurred the same problem again the next session. So, we had multiple episodes with the tego caps, so we collected the lot numbers during that period." In addition, as per report, "the customer did not keep any faulty items, however, maintained a list of affected lot numbers (above). I asked him moving forward to keep faulty units so I can collect for investigation." There was patient involvement and delay in therapy but no adverse event. No one was harm as a result of the reported event.

Manufacturer narrative:
Investigation summary: no product samples, pictures, or videos were received for investigation. However, the complaint can be confirmed based on the device and complaint information. The probable cause of no flow is due to a variation on tego seal material which has a direct impact on functional performance of the tego connector with an additional contributing factor regarding uneven adhesive application. The DHR was reviewed and the lot number was found to fall under the scope of a corrective and preventative action (CAPA). A CAPA plan has been implemented to address the identified issue. The outcome of the CAPA is currently under evaluation and is not yet finalized.